Event description:
It has been reported to philips that during the intervention procedure generation of x-rays was interrupted. No harm to user or patient was reported. The system was in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced two hard disks which returned the device to use in a good working condition.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in use for a diagnostic vascular procedure. The system was delayed for about 15 minutes and was completed as planned using the same system after a system restart solved the issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system log files determined that the system's image processing pc (ppc) image disk had a hardware fault. The fse replaced the hard disk. After the hard disk was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.